Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. A lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) and non-sustained tachycardia episodes on the right ventricular (rv) lead with some double counting during arrhythmias. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.